Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: the hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue --- separated - free-engage knob --- broken - free-engage knob adjustment frame --- wear and tear - free-engage knob --- separated - channel mount --- damaged - air/water cylinder --- scratched - suction cylinder --- scratched - switch box unit --- scratched - key top 1 --- unclear indication - angulation --- less or specified value - biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The user may be able to prevent the event by handling the device in accordance with the following item of IFU: reprocessing manual_ preclean the endoscope and accessories_ manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive on (B)(6) 2023, for >100 colony forming units (cfus) of mesophilic flora (the distal end was sampled), and 100 cfus of mesophilic flora (all channels were sampled). The device was sampled again on (B)(6) 2023 and tested positive for >25 cfus of mesophilic flora (the distal end was sampled), and 3 cfus of mesophilic flora (all channels were sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.